Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device intermittently undersensed the normal rhythm. Programming changes were made. The patient was stable before and after the event.

Manufacturer narrative:
Date received by manufacturer - date should have been feb 4, 2018 rather than feb 5, 2018 in initial manufacturer report number 2938836-2018-01946.